Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the dome end on the glass cap was chipped/cracked and missing, it was not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. The fiber exhibits signs of melting from the connector to the control knob. The melted portion of the fiber is stuck onto the inner tubing of the fiber. The connector was not able to be connected to the device coupler board due to melted connector. The conductive segments d and f are missing. Hene test was unable to be performed due to the melted connector. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
Analysis of the device found that the glass cap was detached. In addition, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There were no clinical consequences to the patient.